Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the freestyle libre 2 sensor, on the 4th day of wear, and therefore the sensor did not provide readings. The customer became tired, weak, and began to tremble. An unspecified capillary test was done, which indicated the customer was hypoglycemic, and the customer was treated with sugar by mother. There was no report of death or permanent injury associated with this event.